Event description:
It was reported by the patient the personal diabetes manager (pdm) displayed an incorrect amount of daily basal on multiple occurrences. The patient's normal daily basal is around 26u-28u but in three instances, the patient stated the pdm showed a daily basal within the 47u-57u range. The data the patient reportedly retrieved from the pdm is as listed below: (B)(6) 2021 normal daily basal was 23,7u; 14.7u of daily basal; 9u bolus. (B)(6) 2021 daily basal was 47.8u: 41,1u of daily basal.; 6,7u bolus. (B)(6) 2021 daily basal was 51.4u; 48,2u of daily basal; 3,2u bolus 27/02 daily basal was 56,7u; 37.7u of daily basal; 19u bolus.

Manufacturer narrative:
In the case description, the user mentioned that the basal insulin amount shown in the personal diabetes manager (pdm) records is higher than what is being delivered. Though the total basal insulin delivery value was incorrect, the log files showed that the basal program set by the user, which was viewed in the timestamped entries of the daily insulin delivery history, was being correctly delivered by the system. The total basal insulin display issue had no impact on insulin delivery by the system as everything that was being set by the user was being delivered with no issues and no impact on the patient¿s blood glucose levels. Although in this situation the delivery of insulin by the system cannot be impacted, there is potential for the patient to alter their insulin therapy based on the information displayed. The lot release records were reviewed and the product lot met all acceptance criteria. The exact cause of this pdm error could not be determined.